Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 47 mg/dl. Customer treated their low blood glucose with food. Customer advised they are changing their healthcare provider and needed help with their basal rates. Customer was assisted and believed the basal rates issue resulted in low blood glucose levels.